Manufacturer narrative:
The manufacturing location for this product is merck. This site is not owned by bd. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. Investigation: since no samples were returned bd was not able to confirm the complaint or determine a root cause. A batch history review was conducted including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications.

Event description:
It was reported with the use of the organon follistim pen® 2nd gen pen ii there was an issue with leakage during injection.